Event description:
The customer reported that when the clinician tested the ventilator, it failed the internal leakage test, safety valve test, pressure transducer test, oxygen cell-sensor test and the pt circuit test. The air and oxygen modules were exchanged and the ventilator was returned to service.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.